Event description:
It was reported the display is damaged. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) has pixel bleeding. Analysis also found the upper and lower cases are broken. Battery release, side bail covers, heart block, lead flex cover, heart wire contacts and the battery drawer are contaminated. Ring cover and ring are missing. Battery contacts are compressed and contaminated. Keyboard is scratched. Serial number label is damaged.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.